Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked fluid past the cap. The following information was provided by the initial reporter, translated from (B)(6) to english: "a fluid leak occurred at the gray cap. Similar event as for the two numbers 00776/21 and 00940/21. Also in this case the injection valve is defective for the same batch number. This is permeable to liquids in both directions."

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked fluid past the cap. The following information was provided by the initial reporter, translated from german to english: "a fluid leak occurred at the gray cap. Similar event as for the two numbers 00776/21 and 00940/21. Also in this case the injection valve is defective for the same batch number. This is permeable to liquids in both directions."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-03 h6: investigation summary one representative sample and used sample was received by our quality team for evaluation. Upon visual inspection of the used sample it was observed that the valve had moved. The representative sample was subjected to visual inspection, injection leak test and the catheter adapter leak test and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10